Event description:
The customer reported that their central nursing station(cns) is rebooting and they're loosing data for bedside monitors.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is rebooting and they're loosing data for bsms. According to the customer, they noticed that after the cns rebooted one of the sectors was blank. They checked the patient's bsm and noticed that it was discharged, they re-admitted the patient and are seeing data fine after 0214am. Technical service had them check the bsm and they don't see data prior to 0214 in fd and in the recall. The cns logs were requested for review and they have been received. There was no patient injury reported. Investigation summary: customer stated that they noticed the cns rebooted and one of the sectors came up black. They checked the patient's bsm (bsm 6701 sn: (B)(6)), and noticed it was discharged. The issue was detected at 0213 am, and the patient was re-admitted and are seeing data for 0214 am. The customer provided the logs of cns for review. In review of the logs, nkc indicated that there were no logs of cns (sn (B)(6)) rebooting. Nkc then requested for the logs of the patient's bsm. Attempts were made to acquire this information, however, there was no response from the customer. Review of the history of the serial number of the cns and bsm identified that there were no other similar events. Since the logs of the cns did not show the customer's report, and there was no logs provided for the patient's bsm, the root cause of the event could not be identified. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitor (bsm): model #: 6701. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references # (B)(4).

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is rebooting and they're loosing data for bsms. According to the customer, they noticed that after the cns rebooted one of the sectors was blank. They checked the patient's bsm and noticed that it was discharged, they re-admitted the patient and are seeing data fine after 0214am. Technical service had them check the bsm and they don't see data prior to 0214 in fd and in the recall. The cns logs were requested for review and they have been received. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bedside monitor (bsm): model #: 6701. Serial #: (B)(4). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that their central nursing station(cns) is rebooting and they're loosing data for bedside monitors.